Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels above 500 mg/dl. The mother stated that the buttons were not working on the insulin pump. The mother changed the battery several times, but the buttons did not respond. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.